Manufacturer narrative:
The investigation of the compression module associated with this complaint is underway and the root cause is not currently known. Should additional information become available a follow-up

Event description:
The customer reported a broken/patient interface pad. The device was returned as part of fa 2024 and was returned without the metal cup on the end of the piston which they reported had become detached when changing the cups. The customer did not report this occurred during patient use.